Manufacturer narrative:
E1: initial reporter facility name: qinli biotechnology co., ltd(general life biotechnology co., ltd. (Glb)) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sodium heparinn (nh) blood collection tubes, 100 tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sodium heparinn (nh) blood collection tubes, 100 tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo displays three unused tubes positioned on their tops but does not show the customer's indicated failure mode. A total of 100 retained samples were visually inspected, and all were found with the hemogard closure assembly correctly assembled and placed on the tubes. Functional tests were conducted on 10 retained samples, and all tubes met the specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.